Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. Case-(B)(4).

Event description:
It was reported that, during a thr revision surgery, the anthology inserter poster hard was attached to the re-dapt stem in the correct manner. Once the stem was being inserted using a the mallet the impactor back end snapped off while hammering on it. Surgery was resumed, after a non-significant delay, with the same device after making some adjustments to it. Patient was not harmed as consequence of this problem. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H1, h3, h6: the device was not returned for evaluation, but the picture was reviewed, and revealed that that the device was broken off. The clinical/medical investigation concluded that, per complaint details, during a thr revision surgery, the device broke while it was being hammered during stem insertion. However, the piece that broke off fell onto the floor and not the patient. The patient was not injured. The procedure was completed after a non-significant delay, with the same device after adjustments were made to it. As of the date of this medical investigation, the requested clinical documentation has not been provided for evaluation. Therefore, there were no clinical factors found which would have contributed to the event. The patient impact beyond the reported surgical delay cannot be determined. No further medical assessment could be rendered at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The contribution of the device to the reported event could be corroborated as the device was broken off. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection revealed the strike plate of the stem inserter rod assembly broke off. The broken piece was returned. The device shows signs of significant wear and use. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided for evaluation. Therefore, there were no clinical factors found which would have contributed to the event. The patient impact beyond the reported surgical delay cannot be determined. No further medical assessment could be rendered at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history based on the historical data revealed a similar event for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a thr revision surgery, the anthology inserter poster hard was attached to the redapt stem in the correct manner. Once the stem was being inserted using a the mallet the impactor back end snapped off while hammering on it. The piece that broke off, fell on the floor and nothing fell into the wound or on the patient. Surgery was resumed, after a non-significant delay, with the same device after making some adjustments to it. Patient was not harmed as consequence of this problem.